Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported migration (partial clip movement) appears to be related procedural condition due to chordal interaction/tissue injury. The reported patient effect of unchanged tr appears to be related to the reported tissue injury. However, a cause for the tissue injury cannot be determined. Tr and tissue injury are listed in the instructions for use as known possible complications associated with the triclip procedures. The reported unexpected medical intervention was a result of case specific circumstance as another clip was attempted to be placed. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, a triclip was successfully implanted. A second triclip was then implanted on the posterior/superior (p/s) leaflets. During the final valve check it was identified that the second clip had tilted and the tr returned to grade 4. A third clip was attempted to be placed but was unable to successfully grasp the leaflets. The final tr remained at grade 4. There was no clinically significant delays reported.